Event description:
It was reported that the incision on the patient¿s neck at the lead site was not closed right by the doctor. It filled up with pus. The doctor went in and ¿cleaned it up.¿ the incision was puffed up in the past week. The patient was told that there was scar tissue that had developed in the area. No falls or trauma were related to this event. No follow-up was required.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).